Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps instrument was noted to be frayed. Based on the available information, the instrument was not used on the patient. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional observations not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. Some of the internal wires were exposed due to the damage. An electrical continuity test was performed and passed. No thermal damage was observed. The root cause of this failure attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.064¿ - 0.096¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# n102101200191) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). The instrument was not used on the reported event date on which the cable issue was identified. There were 5 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: during failure analysis testing, the instrument was found to have damage of the conductor wire's insulation with a passed electrical continuity test. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.